Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4, h4: expiration date, UDI and device manufacture date updated. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. The device was received for evaluation. Visual inspection revealed that only the needle was returned with its retention sleeve. No deformations were observed in the sleeve, it does not show structural anomalies as well as the needle. A functional test was not performed since suture and plates were not returned. A review of the batch manufacturing records was conducted on finished lot number 239l474: and no related non-conformances were identified. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the investigation findings, no plates were returned and since no deformed areas were noted in the device, it was conclude that there is no enough evidence to adjudicate a root cause for the issue experienced by the customer. Therefore, it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4, h4: the expiration date and the device manufacture date are currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during an anterior cruciate ligament reconstruction procedure, it was observed that the sleeve on the omnispan meniscal repair 27deg device was deformed; and could not fire. Changed to another one to continue the procedure but the same problem happened again. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.